Manufacturer narrative:
Exemption number: e2015015.

Event description:
The clinician reported that 9 months after the dental implant was placed in ada site 4 in the mouth, the implant had lost osseointegration in type iii bone. Clinician noted peri-implantitis, infection, pain, mobility, inflammation, swelling and poor bone quality/quantity. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.

Manufacturer narrative:
(B)(4). After the evaluation, the event was considered as osseointegration failure.

Event description:
The clinician reported that 9 months after the dental implant was placed in (B)(6) site 4 in the mouth, the implant had lost osseointegration in type iii bone. Clinician noted peri-implantitis, infection, pain, mobility, inflammation, swelling and poor bone quality/quantity. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4)